Event description:
A customer reported the cartridge was difficult to insert. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.